Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date - estimated dates. The stents remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The adverse events reported in the article are filed under a separate MFR report #. Article titled: "femoropopliteal artery stent thrombosis: report from the excellence in peripheral artery disease (xlpad) registry."

Event description:
It was reported through a research article of 604 patients between may 2005 to january 2015 identifying supera self-expanding stent system (sess), noting that inadequate stent expansion [wall apposition] may have occurred in patients. Details are listed in the article titled "femoropopliteal artery stent thrombosis: report from the excellence in peripheral artery disease (xlpad) registry."